Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced lekage at site from(B)(6) 2023 to (B)(6) 2024. Moreover, the issue occurred with seven infusion sets uded for 3 to 6 hours. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.

Manufacturer narrative:
Device 5 of 7.